Manufacturer narrative:
Siemens filed the initial MDR 2247117-2018-00068 on 13-aug-2018 and the initial supplemental MDR 2247117-2018-00068_s1 on 07-sep-2018. Additional information (07-sep-2018): a siemens customer service engineer (cse) was dispatched to the customer's site. During this visit, the cse performed maintenance on the instrument; the cse ran daily probe cleaning and waste tube cleaning, decontaminated the transducer, and ran a water testpm, which resulted within specifications. Then, the cse ran a carryover test using samples with high and low human chorionic gonadotropin (hcg) concentrations, which resulted acceptably. The cse returned to the customer's site and the cse: replaced the dual resolution dilutors (drd) seals; verified calibration of the drd position; inspected the photomultiplier tube (pmt) power supply, the dispense angle from the reagent and sample pipettes, reagent pipette positions, and dispense volume from the water and substrate pump; verified that the shaker is performing according to specifications; recalibrated the luminometer shutter position; verified the speed of the dilution well; cleaned and checked the speed of the wash station. The cause of the discordant, falsely elevated hcg result is unknown. No further evaluation of this device is required. MDR 2247117-2018-00069_s2 was filed for the same issue.

Manufacturer narrative:
Siemens filed the initial MDR on 13-aug-2018. Additional information (15-aug-2018): the customer indicated that a negative human chorionic gonadotropin (hcg) result of <1.00 miu/ml was reported, as the correct result, to the physician(s) for this patient sample. A siemens customer service (cse) was dispatched to the customer's site. The cse inspected the reagent dual resolution dilutors (drd), the centrifuge area, the luminometer, and level sensing in both reagent and sample probes. The cse determined that the instrument was performing according to specifications. The cause of the discordant, falsely elevated hcg result is unknown. Section h6 was updated to reflect the additional information. No further evaluation of this device is required. MDR 2247117-2018-00069_s1 was filed for the same issue.

Event description:
The customer indicated that a negative human chorionic gonadotropin (hcg) result of <1.00 miu/ml was reported, as the correct result, to the physician(s) for this patient sample.

Manufacturer narrative:
Siemens filed the initial MDR on 13-aug-2018, the initial supplemental MDR on 07-sep-2018, the second supplemental MDR on 02-oct-2018, and the third supplemental MDR on 02-nov-2018. Additional information (14-nov-2018): siemens further investigated the issue and determined that the discordant, falsely elevated human chorionic gonadotropin (hcg) result was not caused by an instrument malfunction. Siemens determined that there were no mechanical issues in the instrument logs that would contribute to the discordant hcg result and that quality controls were within acceptable ranges on the day of the event. There is indication that lack of instrument maintenance by the customer contributed to the discordant hcg result as the decontamination procedure mentioned in the third supplemental MDR resolved the issue. The instrument is performing according to specifications. No further evaluation of this device is required. MDR 2247117-2018-00069_s4 was filed for the same issue.

Manufacturer narrative:
The customer contacted a siemens customer care center and reported that when patient samples were initially processed on the immulite 2000 instrument, discordant, falsely elevated hcg results were obtained. A precision study was performed using a hcg negative sample and 3 levels of quality controls; the hcg negative sample was repeated 20 times on the instrument, resulting acceptably. The coefficient of variation for quality control levels 2 and 3 recovered high. Siemens is investigating the issue. MDR 2247117-2018-00069 was filed for the same issue.

Event description:
A discordant, falsely elevated human chorionic gonadotropin (hcg) result was obtained on a patient sample on an immulite 2000 instrument. The discordant result was not reported to the physician(s). The sample was repeated multiple times on the same instrument, resulting lower. It is unknown if the repeat results were reported to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant, falsely elevated hcg result.

Manufacturer narrative:
Siemens filed the initial MDR on 13-aug-2018, the initial supplemental MDR on 07-sep-2018, and the second supplemental MDR on 02-oct-2018. Additional information (09-oct-2018): in the second supplemental MDR, it indicates that the customer service engineer (cse) replaced the dual resolution dilutors (drd) seals and cleaned the wash station. Siemens is clarifying that the sample and reagent drd seals were replaced and the wash station was cleaned proactively; the cse did not observe any issue with the drd seals and the wash station was not dirty. The cse continued to monitor the instrument's performance and revisited the customer's site. During this visit, the cse decontaminated the distilled water bottle and wash probe bottle with isopropyl alcohol and decontaminated the substrate container with sodium hydroxide. Then, the cse ran a water testpm and a precision study on two levels of quality controls, which recovered within specifications. The instrument is performing according to specifications. No further evaluation of this device is required. MDR 2247117-2018-00069_s3 was filed for the same issue.